Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports the leads were explanted. No additional information was provided.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID 3778-75 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2013; explant date (B)(6) 2026 brand name; product ID 3778-75 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2013; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a rep regarding a pt with an ins. It was stated that the pts leads were found to be fractured with 2 contacts that were severed. There were no issues reported with the ins and it was replaced due to elective replacement. The leads were replaced and the issue was reported to be resolved. The rep reported that the leads will not be returned due to the customer discarding them.

Manufacturer narrative:
Continuation of d10: product ID 3778-75 serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2026 product type lead product ID 3778-75 serial# (B)(6) implanted: (B)(6)2013 explanted: (B)(6) 2026 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.